Event description:
Developed blisters and a partial thickness skin tear on his left upper thigh from using hothands on his left thigh; for left leg pain not relieved by pain medication and muscle relaxants.